Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot#: 73h1900261, was manufactured on 05/08/2019 a total of (B)(4) pieces. Lot was released on 08/13/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with one broken clip remaining. One broken clip was also returned loose. The sample was visually examined with and without magnification. Visual examination revealed that the clips were both broken at the hinge. One of the clips was broken in half at the hinge. The other exhibited a staggered break as it was broken at the center of the outer hinge and towards the hook side of the inner hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Both clips experienced breaks at the hinge. One clip was broken in half and the other experienced a staggered break as it was broken at the center of the outer hinge and towards the hook side of the inner hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. Two clips were returned , and they were both broken at the hinge. One clip was broken in half at the hinge and the other exhibited a staggered break where it was broken at the center of the outer hinge and towards the hook side of the inner hinge. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that a clip was found detached from the cartridge slot and broken when the user attempted to load it during a surgery. Therefore, a new unit was opened instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was found detached from the cartridge slot and broken when the user attempted to load it during a surgery. Therefore, a new unit was opened instead.